Manufacturer narrative:
We have received the complaint device for evaluation. We were able to inflate and deflate both balloons of the shunt when they were inflated with air. We were able to deflate the internal carotid balloon after inflating it with the recommended volume of saline. However, we were unable to properly deflate the common carotid balloon when it was inflated with the recommended volume of saline. The common carotid balloon deflated extremely slow when we attempted to aspirate the fluid inside the balloon using a syringe. When we removed the common carotid balloon from the shunt lumen and flushed the inflation lumen, water exited from both skive holes. The internal diameter of the inflation arm as well as the inflation lumen of the extrusion was found to be within specification. We did not observe any foreign material inside the inflation lumen that could be causing this issue. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. The malfunction was detected during the pre-use check. This device did not come in contact with the patient. The surgeon used another f3 shunt for the procedure.

Event description:
During pre-use check, surgeon was unable to deflate one of the balloon of the pruitt f3 carotid shunt. He used another f3 carotid shunt for the procedure.